Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with injection fortum, (ip) intraperitoneally (1 gram, once per day) and injection vancomycin, ip (1 gram, once every fifth day). One week after onset, the patient was hospitalized for the peritonitis event. At the time of this report, the patient was recovering and the treatments with fortum, vancomycin, and dianeal were ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported that antibiotic therapy was discontinued 10 days after initiation. The same day the dianeal therapy was discontinued, the pd catheter was removed and the patient began hemodialysis therapy. Three days later the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.